Manufacturer narrative:
The field in the initial 3500a report should state that on (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4), not USA.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA, alleging that their onetouch ultramini meter would not power on. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged power issue began at the beginning of (B)(6) 2015. The patient informed the csr that they manage their diabetes with insulin (self-adjuster). It is not known what action, if any, the patient took in regards to their usual diabetes management routine due to the alleged meter issue. However, the patient reported developing symptoms of feeling "sweaty, weak and had blurry vision" at the beginning of (B)(6) 2015, after the alleged issue started. The patient reported attending the urgent care clinic in the middle of (B)(6) 2015 due to the alleged meter issue but denied receiving any treatment. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time and that there was no indication of misuse to the device. The csr noted that based on the information provided, the battery did not need replacing. The csr confirmed that the patient was unable to turn the meter on manually when the power button was pressed or when a test strip was inserted. The alleged power issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.